Event description:
It was reported to philips that the system's image processing computer hard disk drive space was low, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the user cannot review previous images and device showed no space enough, restart did not solve the issue. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logs file and confirmed the hard disk error. Fse replaced the hard disk and recreated image store then restart system. After the replacement of hard disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.